Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture and corrosion inside. There was no indication of damage to the battery cap. The battery cap reportedly was replaced approximately 1 to 3 months ago and there was no visible yellow o-ring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: moisture and corrosion was observed in the battery compartment and on the battery cap. The battery compartment was found to be cracked at the threads on the side and below the bumper pad. The battery compartment was also found to be leaking during a leak test. The returned battery cap was found to be stripped at the threads; therefore, the battery was unable to secure tightly to the pump. The pump was unable to power on and found to be completely unresponsive due to moisture corrosion. The pump¿s cover was removed; there was no further moisture ingress or damage found to the power circuit. The reported ¿power ¿complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).